Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 67 mg/dl at the time of the incident. The customer stated that they had lot of small air bubbles. The customer declined troubleshoot for both high blood glucose and low blood glucose. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 5 open/used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles.